Event description:
It was reported to philips that the system was not turning on. No harm was reported to philips. The device was outside of clinical use at the time of the reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Field service engineer (fse) inspected the system onsite and confirmed that the host pc was not starting. Upon troubleshooting actions, fse identified an issue with the host pc and the hard disk. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the host pc, hard disk and reset the hard disk in host pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.